Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that since completion of pt's hip replacement surgery, pt has suffered from injuries of a permanent, lasting and painful nature.